Event description:
It was reported that high impedance values on some electrodes were read. Reading >20,000 ohms on electrode 1 was reported. All impedances with contact 2 were higher than normal values typically seen with this type of therapy. Group impedance for right implantable neurostimulator (ins) was reported as "high" with "low" current. The patient had no problems on the left side. The problematic ins was currently programmed as follows: 3.1v, 270 microseconds, 135hz on electrode pair c+ and 2-. The electrode configuration was changed to c+ and 3- to avoid the configuration with high impedances. Group impedance test with this configuration yielded 1168 ohms, 2.597ma. While the troubleshooting was being performed, the patient experienced a decreased therapeutic effect. It was indicated that the patient was feeling worse. Impedance values for the following electrode pairs originally reported were: c-0 = 1921 ohms; c-1 > 20,000 ohms; c-2 = 5747 ohms; c-3 = 1563 ohms; 0-1 > 20,000 ohms; 0-2 = 6424 ohms; 0-3 = 2845 ohms; 1-2 > 20,000 ohms; 1-3 > 20,000 ohms; 2-3 = 6177 ohms. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 64001, implanted: (B)(6) 2013; product type adapter; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387-40, lot # j0219955v, implanted: (B)(6) 2002, product type lead; product ID 3387-40, lot # j0220012v, implanted: (B)(6) 2002-, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was previously reported during the patient's neurologic examination on (B)(6) 2013 that his speech was impaired with a stuttering.

Event description:
Follow up information reported that the patient was seen by their physician on (B)(6) 2013 where it was noted the settings on the implantable neurostimulator (ins) were changed to bypass a "possible short circuit" on electrodes #1 and 2. The right ins settings were case +, electrode #3 -, voltage 2.9 volts, pulse width 270. Impedance measurement was 1084 ohms. The settings were reprogrammed to case + electrode #3 -, voltage 3.0 volts, rate 40, pulse width 270 - impedance of 1085 measured, current 2.790. On conclusion of the programming session, the patient's left sided movement improved and denied any immediate side effects. The patient stated overall that they were doing better since their last device adjustment. The patient was not falling, did not have any dyskinesia or tremor but experienced left arm stiffness and occasional chocking. It was noted that the patient walked with a walker around the house and used an electric scooter for outside. It was reported that, relatively, they sustain a good "on" day during this time of the day but had "mild hallucinations" at night (taking clonazepam for sleep trouble). The patient denied major depression but sometimes felt frustrated with their physical condition (worsening short term memory, forgetting "little things") but did manage their medications easily. The impression by the physician was that the patient was stable despite their level of disability.

Event description:
Follow up information received from the healthcare professional (hcp) reported that they had not heard back from the patient. It was also reported that the surgeon was sent information that informed them of the high impedance issue but the hcp had not heard back from them either. It was also noted that the patient was reprogrammed around the electrode with the high impedance with the result that they felt better. Additional follow up information received 7 days later from the surgeon reported that the patient was seen on (B)(6) 2013 for a recheck of the ins and everything looked good at that time. Impedances were reported as normal and no interventions were needed. It was noted that the patient had good therapeutic effect.

Manufacturer narrative:
(B)(4).